Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that one infusion set fell off during use. The event occurred on (B)(6) 2024 and the event occurred when the patient was swimming. The infusion set was in use for 24 hours. No further information available.